Event description:
Customer alleged use by date on advantage blood glucose monitoring test strips was 3/31/2007. Manufacturing batch records show the use by date to be 3/31/2006. Return of the strips was requested, but no product was returned.